Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Hemostatic valve did not break apart as intended. On (B)(6) 2024 it was reported that during the pacemaker implant procedure the introducer sheath rubber valve was not splitting properly and getting stuck to the lead. Multiple sheaths were attempted to be used, however regardless of size, the same issue occurred. The sheaths were attempted to be used, however, they were removed and not replaced. The procedure was completed successfully with mosquito scissors to pull rubber valve apart. There was a minute or so delay, but no medical or surgical intervention was required. No patient complications have been reported as a result of this event. No patient information provided as no rep present as time of occurrence. It was reported as a safe sheath ii 7f, the lot number is unknown, no information given by health care professional and no representative was present at time of occurrence. There are no pictures, images, or videos available. Asked for the location of the device and it is unknown.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d9, g3, g6, h2, h6 and h11. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. This complaint is non-verifiable. CAPA was open to address this issue. No further corrective actions required. Device was not returned for analysis; therefore, a review of the manufacturing documents could not be reviewed. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d9, g3, g6, h2, h6 & h11. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.